Manufacturer narrative:
Merge healthcare continues to work with the customer to troubleshoot their reported problem. For this reason conclusions code 11 was used. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. On (B)(6) 2016 a customer reported to merge healthcare that data was not importing into their stress table within clinical reporting, for a study performed on (B)(6) 2016. (B)(6) 2016 which revealed that the incorrect target heart rate is being used for stress echo calculations. If the wrong target heart rate is used for diagnosis, there is a potential for incorrect treatment of a patient. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accord with applicable regulations and as indicated by merge healthcare in the initial report submitted 10/06/2016. An internal investigation was completed by merge healthcare (CAPA qs-120451 and hhe qs-120452) and with the information provided by ascend it was found that there was a defect in a mapping in ascend's quinton q-stress and xscribe device interface. The interface provided by ascend to merge healthcare utilizes the target heart rate and maximum heart rate to display the patient's ability to achieve target heart rate. The design utilized to display the statement is set to look at the maximum heart rate instead of target heart rate; thus resulting in the incorrect statement. Additionally, this software defect is limited to knowledge bases using the quinton or xscribe import feature (which needs to be manually imported by merge). The patient is monitored by the physician during the stress test. There are other parts of the stress test that are utilized to collect data prior to defining a treatment plan. With the current software design mitigations, it is less likely that the issue would go unnoticed by the physician resulting harm. The issue, which is readily apparent, does not pose patient safety concerns. And the risk level has been assessed as a remote probability of occurrence of harm; expected that harm will occur rarely/ from time to time . Additionally, a low number of customers have reported this issue therefore reducing the frequency of occurrence. No further actions are anticipated at this time due to the issue being readily apparent, the low number of complaints, and low impact on patients. Revised information contained in this supplemental report includes the following: type of reportable event- indication of malfunction as reportable event. Evaluation codes: methods code: 10 - testing of actual/suspected device. Results code: 104 - software problem identified. Conclusions code: 12 - cause traced to device design.